Event description:
The customer reports during an unspecified procedure using a visera cysto-nephro videoscope, the end of the scope fold and was involved in an incident that harmed a patient. Additional detail regarding the patient and reported event have been requested. At this time, no additional information has been provided. The device was returned to olympus for physical evaluation. Olympus was unable to find any signs of the bending section cover stretched or folded. Instead, olympus observed the bending section cover to be a non-olympus repair/part. Additionally, the non-olympus bending section cover has multiple cuts (exposing the metal braid mesh), excessive cracks and discoloration were also observed with the bending section cover. In addition, the bending section cover glue is also discolored. The non-olympus bending section cover cause an irregular shape to the bending section itself.

Manufacturer narrative:
This event has been reported by the importer on MDR# 2429304 - 2022 - 00081. The device referenced in this report was returned to olympus for evaluation. Preliminary findings are reported. The investigation is ongoing. Physical evaluation of the returned device: olympus was unable to find any signs of the bending section cover stretched or folded. Instead, olympus observed the bending section cover to be a non-olympus repair/part. Additionally, the non-olympus bending section cover has multiple cuts (exposing the metal braid mesh), excessive cracks and discoloration were also observed with the bending section cover. In addition, the bending section cover glue is also discolored. The non-olympus bending section cover cause an irregular shape to the bending section itself. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the reported event likely occurred due to the similar reason as other damages. However, we could not determine if the damage was caused by stress, handling, or other issues. Therefore, the root cause could not be determined. Olympus will continue to monitor field performance for this device.